Manufacturer narrative:
Preliminary analysis showed that programmer behaved as specified.

Event description:
It was reported that during during pacemaker follow-ups, the subject programmer showed an unexpected behaviour. It was not possible to stop the ongoing sensing test. An investigation is required.

Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that during pacemaker follow-ups, the subject programmer showed an unexpected behaviour. It was not possible to stop the ongoing sensing test. An investigation is required.

Event description:
It was reported that during pacemaker follow-ups, the subject programmer showed an unexpected behaviour. It was not possible to stop the ongoing sensing test. An investigation is required.